Event description:
Complaint ID (B)(4).

Manufacturer narrative:
Note this is a correction to MDR mfg report number. A unique device identifier (UDI) was provided in the initial MDR report. As the cardiohelp device was manufactured prior to 2015, device was manufactured on 2014-01-29, an UDI number is not available. No UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on year 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that there were rotary encoder issues, the push function was defective. The rotary encoder sticks in the pushed down position and would not pass testing procedures. The failure occurred during treatment. The cardio help was exchanged. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
It was reported that there were rotary encoder issues, the push function was defective. The rotary encoder sticks in the pushed down position and would not pass testing procedures. The failure occurred during two days into ecl treatment. The cardiohelp was exchanged. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation on 2025-04-29. According to the fst, no visible damage or contamination was observed on the rotary encoder. The rotary encoder was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A rotary encoder with a similar failure was already investigated by getinge life-cycle engineering. A possible root cause for the failure was determined to be an increased backlash/movement of the axis of the rotary encoder. The most probable root cause for the increased axis backlash is a shock to the rotary encoder. Historical complaint analysis of the cardiohelp device in question does not indicate that the rotary encoder was replaced since the device was manufactured. (The cardiohelp was manufactured on 2014-01-29). Due to the age of the device and this component rotary encoder, age related aspects can be considered as well. According to the instruction for use (IFU) of the cardiohelp, chapter "switching on the cardiohelp-I, self-test", a self-test of the rotary knob is performed after every startup of the device to test the function. In addition all important functions can be controlled using the touch screen (refer IFU, chapter "troubleshooting"). The review of the non-conformities has been performed on 2025-02-25 for the period of 2014-01-29 to 2025-02-24. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-01-29. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "rotary encoder push function defective" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).